Event description:
On (B)(6) 2011, a vns implanting surgeon reported that on (B)(6) 2011 the vns patient called their physician to report that he was experiencing pain in the larynx and had a hard time speaking. The patient was referred to the surgeon for generator re-positioning. The physician later reported that the patient was not experiencing any pain. The patient's hoarseness with stimulation was reported to be an expected side effect and that it occurred with stimulation. The physician stated that the patient was referred to an ear nose and throat physician, not a surgeon, for vocal cord evaluation. The physician reported that it is possible that preceding programming or medication changes may have contributed to the hoarseness. Clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient continues to have seizures but they remain mild. The physician also states that the vns helps via magnet but there are voice problems; otherwise the patient is doing well. The patient's settings were output=0.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1ma/magnet on time=30sec/magnet pulse width=500usec but the notes then say they are going to down adjust the vns. Review of the programming history reveals that the patient was then disabled that day to output=0ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. Clinic notes dated (B)(6) 2011 reported that the patient is doing well.